Event description:
It was reported that the patient experienced high blood glucose levels and treated with insulin pump on (B)(6)2026 due to infusion set leakage at site.

Manufacturer narrative:
MDR (B)(4) / initial 2 of 2 e1: event city: (B)(6) event country: australia name: medtronic minimed country: united states of america address ¿ line 1: 18000 devonshire street city: northridge state: california zip code: 91325 based on the available information, this event is deemed to be serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.